Manufacturer narrative:
The insulin pump passed displacement test, operating currents test, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected restart alarm, no low battery alarm and no alarms were noted during testing. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had unexpected restart on their insulin pump. Customer¿s blood glucose level was above unknown at the time of the incident. Customer has had several unexpected restart alarms with several battery alarms. Advised that the pump will need to be replaced. Advised to monitor the insulin pump. Product will be returned for analysis.